Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The product was not returned, therefore physical and functional tests could not be performed. There are many potential root causes for the as reported event, however a review and analysis of all available information cannot determined the exact cause for the reported event which led to the use of snare device.

Event description:
It was reported that during coil embolization with the coil (subject device), the coil stretched while delivering into the aneurysm. The coil was successfully removed from the patient body with a snare device. There were no patient clinical consequences reported.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization with the coil (subject device), the coil stretched while delivering into the aneurysm. The coil was successfully removed from the patient body with a snare device. There were no patient clinical consequences reported.